Event description:
It was reported that during initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. The lv lead was explanted to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of stylet was unable to be removed was confirmed. As received, a complete lead with stuck stylet was returned in two pieces. The polytetrafluoroethylene (ptfe) coating of the stylet was stripped and was found bunched up with the inner coil distal to the connector pin. The connector pin and crimp sleeve were found pulled out through the cap, stretching the inner coil consistent with damage due to excessive forces applied while trying to remove the stylet from the lead. The cause of the reported event was isolated to the bunching of the stylet ptfe coating inside the inner coil at the connector region consistent with procedural damage.

Event description:
Additional information was received indicating the left ventricular lead was replaced during the procedure.